Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient experienced fluctuations in cgm readings. The cgm initially displayed a glucose value of 380 mg/dl, subsequently dropped to a reported 20 mg/dl, and then increased to 100 mg/dl. During this time, the patient felt woozy and contacted emergency medical services. While awaiting paramedics, the patient lost consciousness. Upon arrival, paramedics obtained a fingerstick blood glucose measurement of 35 mg/dl. The patient was treated with intravenous fluids and transported to the hospital. No additional treatment was reported as necessary, though the patient stated she was placed on a cardiac monitor. She later recovered at home and was not admitted for further hospital care. At an unspecified time, the cgm displayed a glucose value of 230 mg/dl while a blood glucose measurement was 100 mg/dl. No further medical evaluation or intervention was documented. At the time of the report, the patient was stable. No additional details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.